Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield composite series skull clamp (a3059) was not working properly. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Unique device identifier: (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was received with the mayfield 2 lock having up and down movement and the teeth are grinding when rotated. The reported complaint was confirmed via inspection of the item.

Event description:
N/a.